Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Provider states frame cracked, however, not at the weld in the front of the frame. It cracked while they were strapping the chair in. MDR filed.